Manufacturer narrative:
Na.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as irritation on the skin from a gel leak. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved.